Event description:
A customer stated that he took his son's pod off because he was getting a bg reading at about 350 and escalated past 400 and the child have ketones. After taking the pod off, the bg was treated with a injection and lots of fluids. There were no further problems reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressured. The omnipod user guide states. "Warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and cold use another device or backup therapy if required.